Event description:
It was reported the pt was in a lot of pain and not able to adjust the stimulation. The status lights were assessed and all green lights were lit on the left side. The pt states that the device had stopped working. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).